Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 67 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d. Underlying medical history was not shared. The cp was inserted and the patient transferred and admitted into the ICU. The team then performed imaging by echo and observed the pump to be deep. The team attempted to reposition and mistakenly the pump was pulled across valve and out of the left ventricle. In attempted repositioning the pump was kinked and the team made decision to remove and replace the pump. The patient survives to date of reporting on the second cp pump. The impella cp device was exchanged for impella cp without any observed impact on the patient¿s hemodynamic status. While on the first cp pump the device functioned as expected, p-8 with 3.7l/min flow with d5w with sodium bicarbonate in the purge solution.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.